Event description:
It was reported that, post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. During the initial procedure the physician placed a taxus express2 2.5x24mm drug eluting stent to the 70% stenosed lesion located at the bifurcation of te nontortuous, mildly calcified, mid circumflex (cx) artery. The patient presented to the ccl, one day post procedure (<24 hours), with elevated cardiac enzymes and chest pain. An angiogram revealed an acute thrombosis in the stent. A thrombectomy was performed via catheter extraction and additional stents, one unknown and one taxus express2 2.5x24mm drug eluting stent, were deployed proximal and distal to the existing stent with good results, patent vessel, timi 3 flow. Upon completion of the procedure, it was noted that a proximal dissection occurred, however, the physician did not believe it significant and did not address it. The patient is being treated post acute thrombosis with integrilin. Patient status is satisfactory.

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.